Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients' blood culture detected (B)(6) after surgical treatment. The implantable pulse generator (ipg) system was removed by a request from the department of surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon further review, the device was not reportable as there was no malfunction and the device is not approved for sale in the us.